Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31528710l, and no internal actions related to the reported complaint were identified. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf (stsf) and irrigation port blockage was observed. It was reported that symptoms similar to irrigation port blockage were observed. No error codes were present. It occurred approximately four (4) hours after the stsf was used on the patient. When the catheter was outside of the patient¿s body, it was flushed and partial irrigation was observed. The issue was resolved by replacing the catheter. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).